Manufacturer narrative:
The customer's complaint of the autopulse lifeband locking tab slots on the autopulse platform (sn (B)(6)) were observed to be broken was confirmed during the visual inspection. The locking tabs of the lifeband cover plate on the front and bottom enclosure were damaged. These locking tabs secure the lifeband cover plate to the channel (die-cast) of the autopulse platform. Most likely, the damaged locking slots did not allow the customer to fully connect the lifeband to the platform. The observed physical damages appeared to be the characteristics of harsh impact due to user mishandling, such as a drop. The front and bottom enclosures were replaced to address the reported complaint. During further visual inspection, unrelated to the reported complaint, damage on the top cover was observed. This physical damage was likely attributed to mishandling such as a drop. The top cover was replaced to address the observed damage. The archive data review showed no significant discrepancies. The autopulse platform passed the initial functional test without any fault or error. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).

Event description:
The customer reported the autopulse lifeband locking tab slots on the autopulse platform (sn (B)(6)) were observed to be broken. The issue affects the functionality of the platform. The issue was observed after patient use. During the call, the platform performed as intended. No patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.